Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-22562. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh implantation in order to treat ics stage ii, uterine prolapse, stage ii cystocele, stage ii rectocele and urodynamic stress urinary incontinence. It was reported that the patient underwent the concurrent procedure of a hysterectomy during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia and neuromuscular problems. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and advantage were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.